Manufacturer narrative:
Full patient identifier is case: (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. There is insufficient information to reasonably suggest a system malfunction. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's dxi 800 immunoassay system (part number a7456 and serial number (B)(4)). The result of 982 pg/ml was released from the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was admitted to the emergency center and given heparin therapy (dose not provided) as treatment for a myocardial infarction. There was no report of additional change to patient treatment or management in association with this event. No further information regarding patient outcome was provided. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample was collected in a bd (becton dickinson) lithium heparin 13x100 tube. Sample processing information such as centrifugation time and speed were not provided; customer only noted the sample was centrifuged on an automation line. The customer reported the sample was clean. No further information was provided regarding sample.